Event description:
It was reported that the device stopped working during the night, the patient exchanged the batteries and reset the device but it did not solve the issue. By the moment the complaint was filed the pump had been stopped for ten hours.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot or part numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past three years. The device was used for treatment. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. If the product becomes available in the future, this case may be reopened. It is possible that the device stopped if a troubleshooting error was not rectified. Potential causes for this are:- 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm a relationship between the event and device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.